Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the operation with the expert afn (B)(4), the drill bit was interfered with the nail when the surgeon¿s drilling the proximal locking screw hole, so it was unable to insert the screw for the proximal locking. Prior to the operation, the surgeon has confirmed that the drill bit was not interfered with the nail. There was a surgical delay of 30 minutes. This report is for an unknown drill bit. This is report number 4 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an drill bit. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.